Manufacturer narrative:
The device is expected to be returned for analysis. Once the investigation is completed a supplemental report will be submitted. The manufacturer internal reference number is: (B)(4).

Event description:
It was reported that the anchor of the silent nite 3d sleep appliance broke. The patient received the appliance on (B)(6) 2024 and reported on (B)(6) 2025 that the anchor broke when attempting to use appliance, was advised from provider to discontinue using device. No patient harm or injury reported. It is unknown if the device was cleaned prior delivering to patient or how the patient maintained the appliance.

Manufacturer narrative:
The device was evaluated, the investigation has been completed and the results are as follows: DHR results. The production record for the case number was reviewed, and no anomalies were identified that may have contributed to the reported event. Stock product reviewed results. No stock product was available for review since the device was fabricated per physician's prescription only. Investigation methods/results. Based on the tracking label the product was noted to have been received and in glidewell's possession; however, to date the device has not been physically accounted for and sent to the complaints team for analysis. Root cause description. Based on the complaint description, a definitive root cause could not be established; however, it is plausible that the appliance failure resulted from normal wear and use over time. Additional information: the section g3 updated. The manufacturer internal reference number is: (B)(4).